Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 499 mg/dl. The customer stated that she passed out, and woke up in the emergency room. Troubleshooting was performed. Found that the customer's bolus wizard was set to use u-500 insulin instead of u-100. Assisted the customer with the correct programming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.